Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during atrial positioning of the lead, the helix mechanism was blocked. The lead had high impedances. The lead was removed and replaced. No patient complications have been reported as a result of this event.